Event description:
A peritoneal dialysis patient reported that she had noticed a few beads of water dripping from the patient line when connecting it to the catheter. She said there were no holes in the tubing or cassette and there was nothing wrong with the device, but she had over-tightened the connection. She thinks the drops of water came from the connection between the tubing and the catheter. According to the patient's peritoneal dialysis nurse, the patient did not receive prophylactic antibiotics and did not experience peritonitis or any complications, and is fine. Sample disposed.

Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.